Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. The patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl) and ketones reached 2.5 mmol/l. The doctor suspected the patient's personal diabetes manager was "faulty," and requested a replacement device. The patient was treated with fast acting insulin and was discharged after 1 day. No additional information was provided.